Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02266. It was reported, the patient has experienced ipg pocket heating while charging to the extent that it gets too hot for her to continue charging. She stated this issue has occurred since her implant date and she has already implemented the charging precautions. The sjm representative advised the patient to charge more frequently for less time. She stated one of her problem areas with her crps is near her ipg site. The patient reported, she plans to have her system explanted due to the risk of a burn while charging and the potential for a burn to aggravate her crps. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.